Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the hard paddles and the device therapy connector assembly to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
During the device use on a cardiac arrest pt, it was reported that the device intermittently failed to deliver charged energy and gave abnormal energy delivery. The pt was in ventricular fibrillation and the attending nurse was using external hard paddles to charge and deliver 300 joules. The pt was successfully cardioverted following subsequent attempts with the device as it had an intermittent operation. The device use had no adverse effects on the pt.